Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was reported that a cleo 90 infusion set plastic ring attached to the infusion set fabric disconnected from the tubing. The event occurred while the patient was shopping and the issue was observed when the patient "felt funny." The patient's blood sugars were reported to be around 220-230mg/dl. Insulin was administered and the site was changed at night. No permanent injury was reported. See MFR: 3012307300-2016-00456 and 3012307300-2016-00457.